Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot au558 is not valid. Please confirm lot number involved in this complaint: the following information was received: if other, describe: the same suture and the same lot had already been reported previously in the (B)(4), was surgery delayed due to the reported event? No, if yes, number of minutes: 0, action taken when event occurred? They request a new suture to continue the procedure, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2024 and suture was used. During a cesarean section, close-up uterine suturing was being performed. The suture disassembles the needle thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2024. Additional information was requested, the following was obtained: lot au5558. Corrected information: d4, photo analysis. H3 photo analysis (investigational codes previously reported in the initial report): this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: three photos were received. The first photo shows an empty winding former with product code vcp346, the second photo shows an apparent needle detachment, the third photo shows two empty and opened aluminum packages. Due to the position of the device within the photo, a clear analysis of the device could not be performed. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.